Event description:
The suspect faulty usb cable was received by the manufacturer. An analysis was performed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was reported that the medical professional could not interrogate the patient's generator when using the tablet. The tablet had been used to interrogate another patient's generator earlier on the same date. The wand's 9v battery passed a charge test. An alternative programming system was used and interrogation of the patient's generator could be completed. It was reported that the usb cable was suspected to be defective. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The return of the suspect usb cable is expected but it has not been received to date.